Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24mm synergy ii drug-eluting stent (des) was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. A new 2.25 x 24mm synergy ii des was used and completed the procedure. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 24mm synergy ii drug-eluting stent (des) was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent struts were lifted. A new 2.25 x 24mm synergy ii des was used and completed the procedure. No patient complications were reported and the patient's status was good. Device evaluated by MFR: synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. Proximal struts 1-3 were damaged and deformed. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified a kink at approximately 572 mm distal to the distal end of the strain relief. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.